Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that two (2) clearlink vented secondary medication sets had black particulate at the spike "embedded inside the IV fluid path (in the tubing)". This was noticed before patient use. There was no patient involvement. No additional information is available.